Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced thirst. The cgm was reading 340 mg/dl and the blood glucose reading was 580 mg/dl. The patient presented to the ed with the spouse and was treated with insulin and fluids. The patient was discharged after 6 hours. Of note, the inaccuracies continued in the ed and the sensor was removed. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.